Manufacturer narrative:
Additional devices included on this report are as follows: catalog #pxc141400/ serial #(B)(4)/ UDI #(B)(4) which is captured in manufacturer report #3013164176-2020-01059. Concomitant medical products and therapy dates: crestor 10mg, aspirin 325mg, plavix 75mg, cardizem 240mg. Conclusions code 1: code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement.

Event description:
On an unknown date in 2014 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The aneurysm reportedly measured 5.5cm. On (B)(6) 2020 the field sales associate was made aware of aneurysm growth. The aneurysm reportedly measured 6.9cm. Reportedly there was no evidence of an endoleak. On (B)(6) 2020 the patient underwent reintervention to treat the aneurysm enlargement. An aortic extender component and two additional contralateral leg components were used to reline the original device system. The physician reportedly suspected that the aneurysm enlargement may be due to endotension. There were no further reported issues. The patient tolerated the procedure.

Event description:
On (B)(6) 2014, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses.

Manufacturer narrative:
B.4. Event description added: date of procedure updated.